Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that on (B)(6) 2021, run (B)(4) performed with cobas® liat® sn (B)(4), generated sars-cov-2 positive, influenza a negative, influenza b negative. On (B)(6) 2021 a new sample was re-collected and tested with the same cobas® liat® generated sars-cov-2 negative, influenza a negative, influenza b negative. That same day the original sample was subsequently retested with the same cobas® liat® and generated sars-cov-2 positive, influenza a negative, influenza b negative. All of the results were reported to the patient and based on the patient medical history the doctor presumed that both negative results were accurate. No indication of patient¿s harm or injury alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Investigation of the reagent lot did not identify any product problem. The investigation also confirmed the alleged positive result generated to be a true sars-cov-2 positive. Further review of the curve indicated late amplification, with the CT approaching the limit of detection. This can be indicative of a low titer sample, which can generate wavering results upon repeat. (B)(4).